Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and six months post filter deployment, CT revealed the apex of the filter is at the level of the mid l2 vertebral body and is in the posterior aspect of the ivc, not touching the posterior ivc wall. The apex of the filter is at the level of the right renal vein. There is no evidence for filter fracture however the anterior filter strut was bended at 45-degrees angle. The inferior most filter struts located anteriorly, posteriorly and laterally extending to the wall of the ivc. Therefore, the investigation is confirmed for the material deformation and perforation of the ivc.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in the area where the filter was installed; however, the current status of the patient is unknown.